Event description:
Related manufacturer reference number: 1627487-2022-04329. It was reported the patient experienced ineffective therapy with their scs system after a recent work injury, where they caught a heavy falling object. Patient reported they no longer feel paresthesia. X-ray confirmed multiple slight lead fractures and lead diagnostics indicated high impedances of the l5 lead. S1 lead appeared to be separated from the ipg port. S1 lead could not delivery therapy due to excessive resistance in the programmed circuit. Additional information received indicated patient underwent an unrelated lumbar fusion surgery on (B)(6) 2022 wherein the l5 lead was explanted because it was in the workspace. Surgery is pending to replace leads bilaterally.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue. New leads were implanted at l4 and s1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.